Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms and low voltage hazard alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 8.5 days of data (19apr2021 at 22:08:47 ¿ 28apr2021 at 07:40:47 per the timestamp). The log file captured intermittent low voltage hazard and no external power alarms from (B)(6) 2021 at 02:53:58 to (B)(6) 2021 at 01:22:47 due to losses of ac power while connected to the mpu; the alarms were active for no longer than 20 seconds each time. The system controller backup battery supplied power to the system without issue during the losses of external power. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit through the log file. The mpu (serial number: (B)(6)) was not returned for evaluation. The patient could not recall if there was an interruption of ac power at the house during the alarms, per the reported event. Multiple requests were made to obtain additional information (including if the mpu would be returning for evaluation, if the mpu had a v-lock connector on the ac power cord, and if it is known if the ac power cord came loose from the wall or from the back of the unit); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The mobile power unit was shipped to the customer on 19jan2021. Review of the device history records showed that the mpu, serial number (B)(6), was shipped to the customer with a v-lock connector on the ac power cord. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low flow, low voltage hazard and no external power alarms conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the mpu. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to clinic and has had multiple no external power alarms (10 alarms on 3 separate days). These alarms always occur overnight on the mobile power unit (mpu). The patient is a poor historian and cannot recall if they lost electricity on those days. With the frequency of alarms and the fact that they are accompanied by low voltage hazard alarms, the coordinator was concerned that there may be a patient cable fault. The coordinator would like the have the patient's mpu evaluated and repaired if needed. The log file captured a few series of low power hazards/no external power events on (B)(6) 2021. These were caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu or ac wall outlet since it occurred multiple times; however, house power interruption is also a possibility. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended.